Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis, and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor¿s bone cement. On (B)(6) 2018, the patient underwent a right knee revision due to failed total knee replacement. The surgeon offered no concerns regarding the femoral nor tibial components, though both components were revised. The surgeon noted the patella was assessed and found to be well fixed and in good position. The patella was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2018 (rt knee).